Event description:
It was reported that the customer experienced a low blood glucose of 45 mg/dl. The patient treated with food and glucose tablets. Troubleshooting was performed. The drive support cap appeared normal. The same amount of insulin was shown on the status screen as was in the reservoir. The insulin pump had not been exposed to a magnetic resonance imaging machine. Customer was advised to speak with healthcare provider regarding the low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.